Manufacturer narrative:
This report is submitted on 11 march 2020.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to a non-device related medical condition that required MRI's. The patient was re-implanted with a new device.